Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the safe-t-j amplatz extra-stiff support heparin coated wire guide was found to be frayed while it was being flushed. It did not make patient contact, and the procedure was completed with another device. There were no injuries or additional procedures reported.